Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were not working occasionally. Customer stated that they replaced the batteries and they are working now. Customer's blood glucose reading at the time of the call was 93 mg/dl and has a manual injection. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly and no keypad anomaly was noted during testing. The low reservoir alarm functioned properly during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.